Event description:
Patient was revised due to infection.

Manufacturer narrative:
No products were returned. Review of the device history records did not reveal any anomalies. A search of the complaint database did not reveal any other reports for the product lot numbers. The initial reporting stated the products are not suspected of failing to meet specifications or contributing to the event. The investigation could not verify or draw any conclusions about the reported infection. No evidence was found suggesting product contribution and the need for corrective action is not indicated.